Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was damaged and would no longer connect following a non-device related surgery. The patient underwent ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned per facility policy.

Manufacturer narrative:
Correction to initial MDR in blocks: b1, g4, h6 and h11. Block b3: approximated based on the date the manufacturer became aware of the event. Additional pro code: qrb.

Event description:
It was reported that the patients implantable pulse generator (ipg) would no longer connect following a non-device related fusion surgery. The patient underwent ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned per facility policy.